Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 11:42:57 on (B)(6) 2023. At 23:31:56, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/electrode lead fall off. At 23:34:37, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was idioventricular rhythm @ 20 bpm. The electrode belt was disconnected at 00:44:12 on (B)(6) 2023.